Event description:
It was reported to philips that the system was unable to boot to the application. The user rebooted it multiple times, but the issue remained the same. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to boot to the application. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that there was a software/hard drive issue on suite pc. The fse also found bad drives. To resolve the issue, the fse replaced ssd drives in the suite pc, reloaded software and reloaded backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.